Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 1 syringe of juvederm voluma xc into cheeks and midface. About 27 weeks later, patient was injected with 2 syringes of juvederm voluma xc into cheeks and temple. About six weeks later, patient was injected with 3 syringes of juvederm voluma xc into cheeks and temples. About 10 days later, patient has viral illness and experienced swelling of all facial fillers, pain, redness, and irritation in area of injections that lasted 48 hrs. Three days later, symptoms has been resolved. Device has been discarded. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00836) (allergan complaint (B)(4)) and MDR ID# (3005113652-2023-00833) (allergan complaint (B)(4)) this MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc